Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified lvp (8100) channel error. It was noted that the lvp alarmed as soon as it was connected to the pcu (8015). There was no patient harm or delay in medication treatment. The issue was noted during patient use.

Event description:
It was reported that there was an unspecified lvp (8100) channel error. It was noted that the lvp alarmed as soon as it was connected to the pcu (8015). There was no patient harm or delay in medication treatment. The issue was noted during patient use.

Manufacturer narrative:
The customers complaint of and unspecified channel error was attributed to error code 210.6020. The error code was observed in the logs but not replicated during testing. However, signs of an impact event where observed that may have contributed to the observed collapsed dome key and subsequent error message. The pump module error log recorded error coded 210.6020 at 8:12 pm and at 1:41 pm on (B)(6) 2021. The source pump module was programmed an unknown drug and started at 5:27 am on (B)(6) 2021 and the infusion continued until the device was powered off at 8:11 am. Functional testing observed the pump module¿s restart key with no tactile feedback. Internal inspection observed a collapsed and shifted restart dome key, a damaged flex cable and a cracked door cover. The root cause of the customers unspecified channel error was attributed to channel error 210.6020. The probable cause of channel error 210.6020 is a collapsed dome key due to an impact event. A review of the device history record showed the device had a manufacture date of 11/11/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.